Manufacturer narrative:
The lens was returned to b+l. Visual inspection found two lens pieces and portion of both lens plates missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7474704) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that trace posterior capsular opacification (pco) was noted on (os) eye on (B)(6) 2016 and 2-3+ pc haze was noted on (B)(6) 2016. Approximately 3 months post implant lens vaulting (z-syndrome)was noted. Lens reposition was attempted on the (os) eye on (B)(6) 2016 but was unsuccessful and therefore the lens was explanted on the same day and replaced with a different model lens. The patient's current prognosis is "guarded". The patient reported gradual blurry vision. This report pertains to the patient's left eye.